Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: correction.

Event description:
Subsequent to the initial MDR, it was reported on (B)(6) 2020 that the autopsy was performed but without any clear findings of the possible cause of death. Post mortem analysis of b-glucose was uncertain and could only indicate whether there was a severe hyperglycemia, which was not the case. Endogen and exogen insulin samples were sent for analysis and results were not currently available. Analysis of the omnipod and personal diabetes manager (pdm) was performed. The pdm worked as intended with no indication of fault during the reported event time frame. The omnipod worked as intended and continued to deliver insulin at the user-programmed rates through the reported event until (B)(6) 2020. Based on this information and the lack of any allegation or finding indicating that the dexcom cgm caused or contributed to the death, this file would no longer constitute an adverse event. Please disregard the initial MDR for report number 3004753838-2020-11270. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, no alarms on the follow application was reported. The patient's mother stated that her phone auto-updated to the android pie and no longer alarms. She stated the patient is hypoglycemic unaware and his blood sugar went down to 52 mg/dl overnight and slept through his alarms. She stated she was not aware of this until the patient's older brother woke up. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.